Event description:
Philips received a complaint by the customer on the v60 indicating that the pressure sensor was failing. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the following code in the event log: 1108, "machine pressure sensor autozero failed". The rse advised the customer to replace the data acquistion (da) printed circuit board assembly (pcba) and solenoids 2 and 4. Investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status, however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.